Event description:
Inflammatory reaction, reaction to synvisc (inflammatory reaction) (knee pain, joint dysfunction, knee effusion, knee swelling, walking difficulty, tenderness, redness, joint warmth, weight bearing difficulty). Case narrative: initial information received from united states on 26-jul-2018 regarding an unsolicited valid serious case received from a other health professional. This case involves a (B)(6) female patient who experienced inflammatory reaction, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient past medical history included impaired fasting glucose, aspiration joint on (B)(6) 2017 and also on (B)(6) 2017, colonoscopy on (B)(6) 2015, mammoplasty, hysterectomy, meniscus operation and joint injection. The patient past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthrofibrosis, hypertension, hyperlipidaemia, rhinitis allergic, osteoarthritis, diverticulum intestinal, joint effusion, osteoarthritis, arthralgia, rash, synovitis and tenosynovitis. Concomitant medications included lisinopril for hypertension; metoprolol tartrate for hypertension; amlodipine for hypertension; cyamopsis tetragonoloba gum (benefiber fiber supplement); ibuprofen (advil) for pain; acetylsalicylic acid (aspirin 81) for anticoagulant therapy; hydrocodone bitartrate, paracetamol (norco) for pain; oxycodone hydrochloride (oxycontin lp) for pain; cyclobenzaprine; diclofenac sodium (pennsaid); and oxycodone hydrochloride, paracetamol (percocet). On an unknown date in (B)(6) 2017, the patient received synvisc one dosage unknown intra-articular (with an unknown batch number) for osteoarthritis. Within 24 hours of receiving the injection patient began experiencing dramatic and marked inflammatory reaction, reaction to synvisc that required visit to ER and fluid was aspirated from knee and was cultured which came to negative. The knee was extremely swollen and painful. Patient reported that every step was painful. After a few days, knee was aspirated again and cortisone was injected into the knee. Patient could no longer tolerate the pain and dysfunction of knee and presented for surgical options. Knee was also injected with 2 cc kenalog and 3 cc marcaine for relief. On (B)(6) 2018 patient underwent total knee replacement. Patient reported knee was swollen, warm, tender and was non weight bearing. Final diagnosis was inflammatory reaction, reaction to synvisc. Corrective treatment: cortisone, knee replacement, 2 cc kenalog, 3 cc marcaine and crutches. Outcome: unknown. Seriousness criteria: disability and intervention required. A product technical complaint was initiated and the result for the same were pending.

Event description:
Inflammatory reaction, reaction to synvisc [joint inflammation] ([knee pain], [joint dysfunction], [knee effusion], [redness], [weight bearing difficulty], [pain upon movement], [joint warmth], [joint aspiration], [walking difficulty]) extremely swollen knee [knee swelling]. Case narrative: initial information received from united states on 26-jul-2018 regarding an unsolicited valid legal serious case received from a health professional and lawyer. This case involves a 53 years old female patient who experienced inflammatory reaction, reaction to synvisc while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient past medical history included impaired fasting glucose, colonoscopy on (B)(6) 2015 knee aspiration on (B)(6) 2017 and also on (B)(6) 2017, breast reduction, hysterectomy, meniscotomy and knee injection. The patient family history was not provided. At the time of the event, the patient had ongoing postoperative arthrofibrosis of left knee, hypertension, borderline hyperlipeademia, rhinitis allergic, degenerative joint disease, diverticulus of colon, knee effusion, knee osteoarthritis, knee pain, skin eruption, synovitis and tenosynovitis. Concomitant medications included lisinopril for hypertension; metoprolol tartrate for hypertension; amlodipine for hypertension; cyamopsis tetragonoloba gum (benefiber fiber supplement); ibuprofen (advil) for pain; acetylsalicylic acid (aspirin 81) for anticoagulant therapy; hydrocodone bitartrate, paracetamol (norco) for pain; oxycodone hydrochloride (oxycontin lp) for pain; cyclobenzaprine; diclofenac sodium (pennsaid); and oxycodone hydrochloride, paracetamol (percocet). On an unknown date in (B)(6) 2017, the patient received intra-articular synvisc one injection once (with an unknown batch number, dose) for osteoarthritis. Within 24 hours of receiving the injection patient began experiencing dramatic and marked inflammatory reaction (arthritis), reaction to synvisc that required visit to ER and fluid was aspirated from knee (joint effusion, aspiration joint) and was cultured which came to negative. The knee was extremely swollen and painful (joint swelling, arthralgia). Patient reported that every step was painful (pain). After a few days, knee was aspirated again and cortisone was injected into the knee. Patient could no longer tolerate the pain and dysfunction of knee (arthropathy) and presented for surgical options. Knee was also injected with 2 cc kenalog and 3 cc marcaine for relief. On (B)(6) 2018 patient underwent total knee replacement. Patient had walking difficulty (gait disturbance). Patient reported knee was swollen, warm, tender and was non weight bearing (joint swelling, joint warmth, tenderness, weight bearing difficulty). Events assessed as serios due to disability and intervention was required. Action taken: not applicable. Corrective treatment: cortisone, knee replacement, 2 cc kenalog, 3 cc marcaine and crutches. Outcome: unknown. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 01-jun-2021. Follow up information was received on 28-jun-2018 from other healthcare professional. Global ptc number was added. No significant information was received. Additional information was received on 01-jun-2021 from healthcare professional. Investigational results were added. Narrative amended accordingly.